Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08805 inches. No unexpected no delivery alarms noted. Unit was received with the no delivery alarm functioning properly. Unit was unable to download due to multiple displayable history check failed on startup alarms in history screen. Displayable history check failed on startup alarms are due to corrupted history file. Unit was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they experienced high blood glucose. The customer's blood glucose level was 126 mg/dl. The customer was treated with the manual injections. The customer also stated that there was absence of the no delivery alarm. The customer performed the high pressure test but it failed. The insulin pump will be returned for the analysis.